Event description:
It was reported that a patient underwent an angiography procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that there was leakage of the valve during angiography. There was no physical damage on the valve/hub. The gasket did not break into pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics were not compromised due to bleeding. No blood was lost. The surgery was not delayed due to the reported event. The procedure was not successfully completed. Fragments were not generated. There was no patient consequence. With the information available, this was assessed as a MDR reportable hemostatic valve leak product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6) the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).